Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and sensor failed test per also, found the insertion needle was separated from sensor base; unable to confirm if the customer received sensor in said condition due to customer returned sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after she released the serter button in order to insert the sensor, the sensor was broken and in pieces. The patient's blood glucose at the time of incident was 358 mg/dl. Troubleshooting was initiated for the needle hub being stuck in the serter. The customer was advised on how to remove the sensor remains from the serter. The sensor was returned for analysis and a replacement sensor was shipped to the customer.